Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cut the skin ¿ right cheek [skin laceration] bleeding on right cheek [skin haemorrhage] sore/pain from cut ¿ right cheek [facial pain] swelling from cut ¿ right cheek [swelling face]. Metal part of the toothbrush hit/ jabbed/ stab the outside of face on cheek [face injury] brushhead detached from the toothbrush and completely come off-oral-b power oral care [device breakage] case narrative: consumer reported via phone that brush head detached from toothbrush and it had completely come off. No serious injury was reported.